Manufacturer narrative:
H10: the device was received for evaluation along with a photograph of the sample. A visual inspection with the naked eye was performed for the actual device and the photograph and showed a disassembled connector. The reported condition was verified. The cause of the condition was due to an assembly issue during manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient connector separated from the tubing of a homechoice automated pd set with cassette. It was further described as "when trying to connect the patient line this got disconnected from the connector". This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.